Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 7122 lead, implanted: (B)(6) 2009.

Event description:
It was reported that the device was replaced due to elective replacement indicator (eri). The battery longevity was less than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.